Event description:
It was reported that during a diagonal artery-left anterior descending (lad) artery bifurcation stenting procedure to treat a chronic totally occluded vessel, after pre-dilatation, a non-abbott stent was placed in the mid lad, but did not expand well to the vessel wall. Post dilatation was done to fully expand the stent successfully. A balance middleweight (bmw) guide wire was advanced to the diagonal branch. A fielder guide wire was advanced into the lad; however, a dissection flap was seen in the proximal lad. Several balloon dilatations were performed, and a non-abbott 2.5 x 30 stent was implanted in the mid lad, and a 3.0 x 12 mm non-abbott stent was implanted as treatment for the dissection flap and lesion in the proximal lad to complete the procedure. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. Device investigation could not be performed since the device was not returned for our investigation. With the provided information, the relation between the reported dissection and the fielder xt guidewire could not be clarified. Though the lot history record could not be reviewed as no lot information was available, because all the shipped products are inspected for meeting the release acceptance criteria, it is inferred that the guide wire of this subject was also free from defect. It should be noted that the warnings section of the product instructions for use (IFU) describes: observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip, otherwise the guide wire may be damaged and/or vessel trauma may occur and coronary artery dissection as one of possible complications and adverse events.